Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ethernet port and power cord. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600 system has a broken ethernet port. This impacts the sending of images over hospital network (cannot transfer images). It was also noted that the main power cord is frayed. There was no report of pt or operator injury.